Manufacturer narrative:
The customer called in to report an error on the screen and they were unable to change the settings. The customer attempted to turn the v60 off and then back on to correct the issue, but this was unsuccessful. A quote was sent for onsite service but later cancelled due to no response from the customer. Onsite service was cancelled due to no response from the customer to the quote for onsite service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the customer was unable to change the settings. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer called in to report an error on the screen and they were unable to change the settings. The customer attempted to turn the v60 off and then back on to correct the issue, but this was unsuccessful. The investigation is ongoing.